Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 580 mg/dl with small ketones. Bg was addressed with a manual injection. Customer used cartridge and infusion set for 4 days. Reportedly, customer reverted to manual injections.